Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h2, h3, h4, h6, and h10. Corrected field: g2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: error b30 occurs and the lens of the main unit is scratched. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the internal charge-coupled device may have failed due to flooding of the main unit's image capture and camera cable. Therefore, it was likely that normal communication was not possible, resulting in image noise and error b30. Regarding the scratched lens on the main unit, the information obtained from this complaint and the results of the investigation did not lead to the identification of the cause of the occurrence. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the camera head had image noise. There was no patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the camera head had image noise. There was no patient involvement.